Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during post-implant routine device check, noise was observed on the lead. The lead was capped and replaced. The patient was fine.